Event description:
The customer reported that she was treated by the paramedics due to low blood glucose levels. The customer stated that she was driving when she received a motor error alarm. The customer pulled over, and noticed that her blood glucose reading was 40 mg/dl. Nothing further was reported

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.